Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.

Event description:
Also ref: (B)(4). According to the reporter: two pts immediate failures after having progrip implanted. Both pts also had postop nausea and vomiting.